Event description:
It was reported that the pump alarmed "no disposable, pump won't run" with cassette connected. No patient injury. No additional information is available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.